Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of setscrew marks on the terminal pin, the stylet was returned stuck in the lead, the helix was deformed and blood/body fluid was noted in the helix housing and neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Laboratory analysis concluded that the deformation of the helix was consistent with induced damage during the explant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.